Event description:
It was reported that a patient underwent a lumbar fusion utilizing stryker spine implants on (B)(6) 2015. On (B)(6) 2015 that same patient was forced to have a revision surgery due to our rods coming out of the screws, thus providing no stability to allow the fusion to occur.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned blocker was examined and exhibited indentations, which suggested that final tightening had been performed. Review of the x-rays confirms that the spine was fixed from l4-l5 and that the blocker remained threaded within the screw tulip. The screw remains implanted and is unavailable for evaluation, and the position of the rod cannot be determined in the x-rays given. No manufacturing issues were identified during manufacturing record review. Conclusion: due to the multifactorial nature, the root cause cannot be determined conclusively.

Event description:
It was reported that a patient underwent a lumbar fusion utilizing stryker spine implants on (B)(6) 2015. On (B)(6) 2015 that same patient was forced to have a revision surgery due to our rods coming out of the screws, thus providing no stability to allow the fusion to occur.